Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5- summary. Analysis of production: (3331/213/67)the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). They proceeded according to the procedure, but the proximal seal did not fit in the loading device, so they issued the second one. Second one was also released from the loading device. There was an event that was not done, and the operation was completed safely with the third run.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). Summary: the hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). They proceeded according to the procedure, but the proximal seal did not fit in the loading device, so they issued the second one.